Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal completely even though an end tone, indicating a completed seal cycle, was heard. No tissue damage. No bleeding. No patient injury reported.